Event description:
On (B)(6) 2020, genmark was advised of unexpected negative results, for sars-cov-2 on the rp2 panel tested on (B)(6) 2020. Data was analyzed per internal procedures and confirmed that robust internal control signals were generated and there was no signal detected for sars-cov-2. This report is associated with four unique samples tested during validation as summarized below: accession (B)(4): · eplex result: no targets detected. · CT value (unspecified cephied assay): 36.1 yes, · retested on eplex: 2x with expected positive call. Accession (B)(4): · eplex result: no targets detected. · CT value (unspecified cephied assay): 30.2; · retested on eplex: yes, 2x with expected positive call. Accession (B)(4): eplex result: no targets detected. CT value (unspecified cephied assay) 41.6; retested on eplex: no. Accession (B)(4): · eplex result: no targets detected. · CT value (unspecified cephied assay):40.6; · retested on eplex; no. Analysis: · internal review of qc release data for affected eplex rp2 panel lot no. 53620315 confirms the consumable lot successfully met the established qc release specifications. · review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. · no run malfunction was observed and the eplex instrument (serial # (B)(4)) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for (B)(4) documented in the record #(B)(4).